Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels 250-400 mg/dl with a trace level of ketones. Insulin injections and correction boluses were used to address the bg level. The customer reported that the pump settings needed to be adjusted and was the suspected cause of the high bg.